Event description:
Third revision surgery - due to scar tissue and loss of range of motion.

Manufacturer narrative:
The reason for this third revision surgery was scar tissue; loss range of motion. The length of in vivo service was 1 year. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 11 prior complaints reported against this part number; summary of investigations: 4 for infection, 4 for instability, 1 for thread issues with screw, 1 for device failure, 1 revision with unspecified reason. This is the first complaint against this lot number. This event and revision surgery is the result of loss of the range of motion by the patient; scar tissue was present in the joint. The surgeon reported no issues associated with the explanted product and provided. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.